Event description:
Event timing: during surgery, the tip/prongs broke off. Additional info received from the sales representative in 2009. The pt underwent a postcervical fusion at c4-t2 two weeks earlier. The surgeon completed the case with extra drivers that the sales representative had with him. Additional info received from the representative the following month. The sales representative reported that the prongs did actually break however, the surgeon let him know after the fact. The representative is not certain but it is very possible that the prongs were removed from the surgical site. There was no surgical delay.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device MFR date is unk. Eval is pending upon completed investigation of the product.